Event description:
Procedure: nephrectomy. Reportedly, during the procedure when the physician opened, the endopouch the far end of the pouch was not connected to the metal ring of the device. When the physician put the tissue specimen into the pouch, the pouch tore off completely from the metal ring. The endocatch was removed with the pouch attached to it by the string. A new device was used to complete the surgery. There were no reported adverse affects. Note: during routine review, this report was reevaluated. At that time, the decision was made to file a report based on the information received.